Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fever and septic shock. It was noted that the patient had pocket infection. The system was explanted. There were no complications.